Event description:
It was reported that patient underwent a replacement of his inflatable penile prosthesis (ipp) 15cm for a preconnect 18 x 12 cm. Cylinders were too short. Reservoir still implanted. No information about the patient outcome is available at the moment. Additional information was requested however, no further information was available. Should pertinent additional information is received, a supplemental report will be submitted.